Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rack push rod was extended out, causing the customer difficulty with loading a cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a cartridge.